Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with unspecified antibiotics (dose, route and frequency were not reported). At the time of this report, the patient was not recovered from the event. Pd therapy was discontinued. No additional information is available.